Event description:
The customer reported that the images are disappearing. The tech takes an image and it processes on the gui, and they check it to make sure it's ok. Then the technician ends the study and it is automatically sent to the pacs system. The technician checks to see if the image is there to close it out, and the image is not there. So they go back to the mobile to pull up the study and it is not there either. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The system settings, software and firmware versions, and the logs were reviewed. The canon USA engineer recommended that the service rep upgrade the firmware. This resolved the problem. MFR cross-reference number: (B)(4).